Event description:
It was reported that patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms on the right ventricular (rv) channel. The patient was seen in clinic for rv lead check. This rv lead impedance measurements had been around 2500 to 2700 ohms recently. Upon review of the data, it looked like it could be rv lead integrity issue. The device and this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).